Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ercp with placement of an rx biliary wallstent with permalume covering for treatment. The stent was successfully deployed. The internal catheter with dilating tip broke off and remained inside the stent after delivery was completed. The physician utilized the scope elevator to grasp the internal catheter and removed it from the pt. The pt condition was noted to be fine with no ill effects sustained.